Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's facial paralysis is resolved. The patient's device remains implanted. This is the final report.

Event description:
The patient reportedly experienced facial paralysis around his eye and lip area following implant surgery. The patient was treated with the steroid prednisone for ten days. The patient also received anti-viral medication (type unknown.).